Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an issue with the g6 sensor and transmitter occurred. On 06/11/2024 around 8:00pm, the patient received a sensor error on their pump. The patient then replaced their sensor and used the same transmitter. After 12 hours, the patient received an error that displayed ¿invalid transmitter ID¿. The pairing was unsuccessful on their pump. The patient inserted a new sensor and a new transmitter and stated it paired to the pump. Prior to inserting the working sensor, it was reported that while the pump was not receiving readings on 06/11/2024, the patient had low blood glucose. The patient was taken to the hospital by his wife. There was no treatment information as the patient couldn´t remember the treatment provided at the hospital. At the time of the report the patient was fine. The patient was hospitalized for 1 day. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.